Event description:
Ambulance personnel were attending to a pt, condition unknown. External pacing was attempted and allegedly the pacer kept stopping. The pt was transported to the hosp. There were no adverse effects to the pt reported as a result of the alleged malfunction.